Manufacturer narrative:
Medical device problem code should have been 2993 - adverse event without identified device or use problem rather than 1574 - inappropriate/inadequate shock/stimulation. The reported lead migration and shocking issue were not confirmed. Analysis of the returned ipg found it was responsive and communicated with all lab utilities. The ipg was tested to manufacturing specifications using the ate and passed all tests. When attached to a 1k ohm load block, programmed and monitored with an oscilloscope, it did not display any anomalous outputs when stimulation was on as well as off. No physical or functional anomaly that would contribute to the reported issues was observed. The returned ipg functioned as intended.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03776. Related manufacturer reference number: 3006705815-2021-03777. It was reported the patient was not receiving effective stimulation due to lead migration following an accident. The patient also reported a shocking sensation when the system is off. In turn, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. This addressed the issue.